Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that patient presented for a pocket revision after experiencing pain from the pocket. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically and replaced. Patient was in stable condition before and after the procedure.